Event description:
User indicated when they initially began using product they had a reaction that was delayed 12 hrs consisting of bad headache, swollen eyes, and nasal congestion. No treatment sought and the symptoms lasted 24 hrs.